Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. Review of the device log shows repeated signal loss, and short-detected alerts throughout the case, suggesting poor pad contact or possible accessory issues. Testing of the device and multifunction cable (mfc) found no faults. The mfc cable was scrapped as a precaution. The pads and ECG leads were not returned for evaluation. Overall, no malfunction was found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device and set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.